Event description:
Pt had bilateral breast augmentation with saline prosthesis placed into the retroglandular space in 1991. She developed bilateral capsular contractures and had exchange mammoplasties in september 1992. In february of 1994, she had removal of both prosthesis with no re-augmentation due to bilateral capsular contractures and persistent left breast infection.